Event description:
The surgeon cut 15.5mm medial posterior resection instead of planned 12.0mm. Trial seemed externally rotated and anterior cortex was notched.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.